Event description:
It was reported that the customer was consistently receiving no delivery alarms during basal delivery. The customer stated that she also received a motor error alarming during the priming process. The customer's blood glucose was 400 mg/dl. Troubleshooting was not completed because the customer had to disconnect the call. The customer confirmed that she would call back later. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.